Manufacturer narrative:
(B)(4). During a follow up with the nurse, it was revealed that the home patient (hp) actually used a competitor?s dialysis machine at home and was not a baxter patient. Patient name was unknown. The nurse had reportedly connected a baxter cassette directly to the hp's catheter which he later realized was incompatible with the cassette's connector, and that caused for a loose connection. Per nurse, as a result, the hc sucked lots of air during initial drain from that connection point. Upon figuring that out, the nurse then stopped therapy, discarded the cassette, and connected a baxter transfer set and a plastic adapter to setup again using a new cassette. The issue was resolved after that and patient completed therapy. The nurse also clarified that he had primed completely, but he mistakenly assumed that the line may not have primed when he saw the bubbles, but the air bubbles were really from the loose connection and not due to a priming issue. The nurse did not have the cassette information. No allegations were made against any of the baxter products. No patient injury or medical intervention was indicated. No further information was provided. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between the patient line and the patient, which is a use error that can cause system error 2240 alarms. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The nurse had reportedly hooked the patient up before the line was primed. The technical service representative (tsr) explained the alarm to the home patient (hp)'s nurse, assisted with troubleshooting and advised that all new supplies were needed to be used. The nurse did not like the idea of having to start over. The tsr had the nurse cycle power to the hc machine again to get back to the start. The nurse ended the call. Proper procedures per the user manual were reviewed with the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.